Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have a broken grip cable at the proximal end within the housing. As a result the grip cable was loose at the distal end. The grip cable was fully broken at the clamping pulley. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) not reported by site: the instrument was found to have a segment of the conductor wire dislodged from the yaw pulley. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage. The complaint was confirmed by failure analysis. Isi also received user facility (B)(4) stating: maryland bipolar forceps in use during surgery and no longer working. Scrub tech examined instrument to find exposed wires coming out of the tip of the bipolar.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, maryland bipolar forceps instrument in use during surgery and no longer working. Scrub tech examined instrument to find exposed wires coming out of the tip of the bipolar. At the time of this report, the procedure was completed, however it is unknown if the reported event had any impact on the patient. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with a backup da vinci instrument of the same kind. There no fragments that fell inside the patient, and no reported harm or injury to the patient